Event description:
The customer reported that during a case, before fluoro, the screen went black and then when customer tried to fluoro, the system shut down.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the on/off switch and system interface pcb. The system operates as intended. The previous MDR was submitted with the incorrect year. This is the correct MDR for this date and serial number.